Event description:
As reported through clinical trial, six years post implant 23mm sapien 3 valve, due to patient symptoms, primary cardiologist ordered tte that documents severe as.the patient had a previous history of thrombosis. Previously reported, 5 years and 8 months post implant, an echo ordered by primary cardiologist s/p gi bleed showed elevated ao mean gradient of 61 mmhg. The patient has been off blood thinners due to bleeding event. Placed back on blood thinner after this finding. Once the medication was started, the gradients returned to a normal value with good valve function, which is indicative of thrombus.

Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien thv (all models) are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive, as the exact cause of stenosis was not provided. However, it could be related to the patient's history of stenosis. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : valve remains implanted

Event description:
As reported through clinical trial, six years post implant 23mm sapien 3 valve, due to patient symptoms, primary cardiologist ordered tte that documents severe as. Additional information indicated tte also showed elevated mean gradient of 42 mmhg with moderate pvl. The patient presented for evaluation and workup tor possible tavr valve in valve due to failing tavr done in (B)(6) 2018. He c/o shortness of breath with exertion over a couple of 100 feet. He denies any orthopnea or paroxysmal noctumal dyspnea, but admits to bendopnea. He is complaining of fatigue and peripheral edema, he denies any chest pain or syncope. The plan is to perform a valve in valve. The patient had a previous history of thrombosis. Previously reported, 5 years and 8 months post implant, an echo ordered by primary cardiologist s/p gi bleed showed elevated ao mean gradient of 61 mmhg. The patient has been off blood thinners due to bleeding event. Placed back on blood thinner after this finding. Once the medication was started, the gradients returned to a normal value with good valve function, which is indicative of thrombus.

Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien thv valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive, as the exact cause of stenosis was not provided. However, it could be related to the patient's history of stenosis. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Supplemental report based on additional information provided in medical records. Tte performed six years post procedure showed the bioprosthetic aortic valve had moderate paravalvular leak, av mean gradient 42.1mmhg and ava 0.49 cm2. Tee performed six years and one month post implant showed the bioprosthetic aortic valve had severe as, av mean gradient 51mmhg and ava 0.61 cm2. Per the operative note for the valve in valve six years and two months post implant, the patient presented with severe as. Under general anesthesia, the patient had a 20mm sapien 3 in the aortic position via transcarotid approach. The implant was a success with no significant paravalvular leak. No procedural complications or edwards device malfunctions were listed. Additional notes indicated the patient has been having issues with anemia since june. He c/o sob with exertion over a couple 100 feet. He was complaining of fatigue and peripheral edema.

Event description:
As reported through clinical trial, six years post implant 23mm sapien 3 valve, due to patient symptoms, primary cardiologist ordered tte that documents severe as. The patient had a previous history of thrombosis. Previously reported, 5 years and 8 months post implant, an echo ordered by primary cardiologist s/p gi bleed showed elevated ao mean gradient of 61 mmhg. The patient has been off blood thinners due to bleeding event. Placed back on blood thinner after this finding. Once the medication was started, the gradients returned to a normal value with good valve function, which is indicative of thrombus. Additional information indicated tte also showed elevated mean gradient of 42 mmhg with moderate pvl. The patient presented for evaluation and workup tor possible tavr valve in valve due to failing tavr done in 2018. He c/o shortness of breath with exertion over a couple of 100 feet. He denies any orthopnea or paroxysmal noctumal dyspnea, but admits to bendopnea. He is complaining of fatigue and peripheral edema, he denies any chest pain or syncope. Tte performed six years post procedure showed the bioprosthetic aortic valve had moderate paravalvular leak, av mean gradient 42.1mmhg and ava 0.49 cm2. Tee performed six years and one month post implant showed the bioprosthetic aortic valve had severe as, av mean gradient 51mmhg and ava 0.61 cm2. Per the operative note for the valve in valve six years and two months post implant, the patient presented with severe as. Under general anesthesia, the patient had a 20mm sapien 3 in the aortic position via transcarotid approach. The implant was a success with no significant paravalvular leak. No procedural complications or edwards device malfunctions were listed. Additional notes indicated the patient has been having issues with anemia since june. He c/o sob with exertion over a couple 100 feet. He was complaining of fatigue and peripheral edema.